Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, confirming an issue. No visible anomalies were found with the exterior of the pump. Functional testing of the unit confirmed the issue. Engineering was unable to inquire the pump. The pump cover was removed to observe the internal components. It was observed that the telemetry coil had separated from the module. It was observed that the solder pads had insufficient solder causing for a weak bond between the module and the telemetry coil. The root cause of the alleged issue is improper soldering of the telemetry coil to the electronics module. The alleged issue of overinfusion could not be confirmed or denied, as engineering was unable to communicate and program the pump to test the flow rate. Destructive analysis of the pump may have compromised the pump and testing may not produce a valid result at this time. Internal complaint number: (B)(4).

Manufacturer narrative:
Corrected information: d6b. Internal complaint number: (B)(4).

Event description:
Agent confirmed that the pump was explanted and a medtronic replacement was likely to be scheduled.

Manufacturer narrative:
Pending completion of device analysis and review of device history record. Internal complaint number: complaint (B)(4).

Manufacturer narrative:
Pending confirmation of explant for product return and analysis and review of device history record. Internal complaint number: (B)(4).

Event description:
Agent contacted technical solutions in order to report a prometra ii 40ml pump that could not be inquired. Agent reported that they attempted to inquire the pump with three programmers, all versions (B)(4). Agent also stated that the programmers that they attempted to inquire with were 12828 and 13828. Upon placing the programmers over the pump, no tones were emitted from any of the clinician programmers. Agent stated that the pump was placed under fluoroscopy and confirmed the pump was not flipped, and the pump stem was visible on the right side of the pump. The pump reservoir was accessed and 8.5mls were aspirated. Based on settings from the patient's last refill appointment, there should have been 12ml left in the pump. The patient has had no withdrawal or overdose symptoms and has not heard any pump alarms. The pump is superficial and that the skin was stretched over the pump in attempt to get a closer connection. A pump replacement was to be scheduled.